Event description:
Info has been received that corneal perforation occurred during a refractive surgery. The laceration was surgically repaired the same day. During the follow up call, the surgeon stated that the pt's current visual acuity is 20/25. The pt is doing well. Surgeon is of the opinion that the event was caused by improper assembly of the unit.